Event description:
It was reported to philips that the system did not boot up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had not booted up completely. Upon troubleshooting, fse identified the main pc did not start up. To resolve the issue, fse replaced the pdu (power distribution unit) dual switch module. The pdu dual switch module was returned to philips for failure analysis and the cause of the pdu dual switch module failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the pdu dual switch module by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.